Event description:
It was reported that this right ventricular (rv) lead dislodged, and caused high capture thresholds, which occurred after pocket closure. Surgical intervention was performed to reposition the lead. This lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead experienced dislodgment issues, which occurred after pocket closure. It is suspected that surgical intervention was performed to reposition this lead, and that the lead remains implanted and in service. No additional adverse patient effects were reported. A request was submitted to the field representative for further information.